Event description:
Non-integration. Customer states the implants did not osseointegrate and caused pain to the patient. Ultimately extracted the implants via a separate procedure.

Event description:
Non-integration. Customer states the implants did not osseointegrate and caused pain to the patient. Ultimately extracted the implants via a separate procedure